Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had repetitive low flow alarms due to possible suction events with no signs of loss of consciousness. The patient was stressed by the loud alarms. Troubleshooting of ramped speed study, volume optimization, and increased fluid intake were no successful.

Event description:
Additional information reported that the suction events were confirmed by an echocardiogram, which showed malposition of the inflow cannula. The low flow threshold software was updated and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inflow cannula malpositioning could not be confirmed through this investigation as no images were provided by the account. The controller event log file contained events spanning from 26aug2023 to 29aug2023. Intermittent low flows values were captured on (B)(6) 2023, with a single, transient low flow alarm on (B)(6) 2023. No other notable events or alarms were observed in the log file, and the pump appeared to be operating as intended at the fixed speed. An echocardiogram was performed and revealed a malposition of the inflow cannula. Due to low flow alarm frequency, a decreased low flow alarm threshold was requested as surgical intervention posed serious risks. An abbott technical services representative upgraded the patient¿s system controllers on (B)(6) 2023. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and no additional low flows have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, contains the following information: section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. This section cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.